Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturers¿ representative (rep) reported that during the procedure, the introducer sheath was placed appropriately in the patient¿s right sacral s3 foramen. The lead was placed through the sheath and tested. The doctor determined that she did not like the motor and sensory responses and decided to try the other side. While removing the introducer sheath, the doctor met resistance and had to use force to pull the sheath out of the patient. She pulled it and heard a pop and it came out. It was clear that the bottom inch of the introducer sheath had broken off and remained inside the patient. The doctor attempted to remove the remaining portion through the incision site. While trying to retrieve the broken sheath, she could feel it and was not able to grab it with a hemostat but she moved it deeper. This was proven and the doctor decided to leave the remaining portion in the patient. The event occurred without potential damage to the patient¿s nerves. The issue was resolved at the time of the report. Additional information indicated that there was no allegation of product damage prior to the procedure. The product was replaced; patient felt stim and did great afterwards. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.